Manufacturer narrative:
Correction to g3 of the initial report, g3 of the initial report was may 29, 2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the device was returned without completing the reprocessing process at the facility. According to the instruction manual, there are descriptions as to reprocessing below: chapter 6 compatible reprocessing methods and chemical agents , chapter 7 cleaning, disinfection, and sterilization procedures, chapter 8 maintenance procedures of equipment for reprocessing. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the urethro-reno videoscope exhibited foreign materials in the channel tube. There were no reports of patient involvement.